Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice care. The cause of death was heart failure. The caller stated that the customer had chronic obstructive pulmonary disease and gastro intestinal bleeding that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump was last worn 2 to 3 days after thanksgiving as the customer had low blood glucose and was taken off the pump per the doctor's direction. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.